Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported that the patient underwent a left heart catheterization on (B)(6), however the reason is unknown. Two days later, the patient developed a hematoma and was admitted to the hospital for surgical repair. In addition, the patient was hypotensive, anemic and dehydrated. Patient was discharged on (B)(6) with a hemovac drain, due to long term anticoagulation. The hemovac drain was removed on (B)(6). It was noted the event is not related to the sensor but is possibly related to the procedure. No additional information is available at this time.